Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There was one photograph provided for the event that occurred on 6/24/2023. The photograph shows a dialyzer where blood is shown to be present outside of the fibers, which is indicative of an internal leak. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same customer as the current event and addresses an internal blood leak (mentioned above) which was confirmed with photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.